Event description:
A customer requested and RMA for a ec38-i10cl (sn: (B)(4)) video colonoscope for an issue of no video image. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. The reported customer complaint of no video image was confirmed through evaluation of the device. Results of the device evaluation include: image blackout, air/water nozzle clogged with organic debris, leak at air/water socket, failed wet leak test, pve connector housing corroded, pve electrical connector frame has severe corrosion, failed dry leak test, fluid invasion in pve connector, air/water socket o-ring chipped, core holding plate corroded, core corroded, up/down angulation tight, right/left angulation tight. On 12-nov-2021, a device history record (DHR) review for model ec38-i10cl, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 2 reworks, 1 rework for a hole at the tip and 1 rework for adhesive painting and no concessions. The device completed manufacturing on 16mar2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device was refurbished, cleaned, disinfected, rings and seals replaced, angle adjustments, and video image calibration made and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.